Event description:
The iab was inserted into the patient on 3/2/98. Poor augmentation was noted and the iab was removed on 3/4/98. Event complications: none from the event - reported 3/29/98. Pt's current status: stable on resp-reported 3/29/98.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 06/08/1998). Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.